Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to power off, remove digital light source cable, clean with air, reconnect. Customer confirmed the issue resolved after cleaned, and reseated digital light source cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause is poor connection due to foreign object. The event can be prevented by following the instructions for use which state: b30 error is scope communication error(cv-190 chapter 9 when abnormality occurs 9.2 how to tell the abnormality and how to handle it). E315 error is the error that is displayed when connecting to the untargeted scope, or when this product or endoscope is failed (cv-190 chapter 9 when abnormality occurs 9.2 how to tell the abnormality and how to handle it). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had an e315 (scope error, unsupported scope) and b30 (scope communication) errors. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury or death.